Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited intermittent undersensing of the patient's atrial flutter rhythm. The patient was not symptomatic as a result of the undersensing and no intervention was performed at that time. The patient was brought back into the clinic and programming changes were made. The patient was followed remotely and no further undersensing was observed. The patient was doing fine.